Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an e4 error message (=occlusion) and the pump user had to visit two hospitals because of high blood glucose values of 595 mg/dl and 410 mg/dl. At both hospitals, the user was treated with a drip and insulin administration and was able to go home the same day. After returning home, the took out the pump and started therapy with several doses of insulin. The patient's doctor believes there is a problem with the pump (no further details). It is not known whether the e4 or the lack of alarm is the cause of the serious injury with hospitalization.